Manufacturer narrative:
A batch review was conducted and there were no deviations and one nonconformance found related to this reported condition during the manufacture of this lot. A nonconformance was opened to document a leak test failure. The cause was determined to be the rf welder had poor seal thickness. Improvements on the thickness and indexer was made on the machine. Production was resumed after 235 samples were tested and passed. The affected units were discarded. This nonconformance is related to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) were leaking from the top ridge of the bag. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.